Event description:
Biomed manager reported that while the physician was trying to insert the catheter, he met resistance. Upon removing the catheter from the patient, a 10cm piece was found to be missing from the catheter. There was no patient injury. An x-ray was performed on the patient, but the piece was not found.

Manufacturer narrative:
The sample has not been received for evaluation. Upon completion of the evaluation, a follow-up report will be submitted. Review of the product reporting database revealed no similar reports have been received for lot# gd806034.